Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-15832, 2017865-2021-15834. It was reported that extra signal due to noise or electromagnetic interference (emi) was observed on the right atrial (ra) and right ventricular (rv) leads. The physician suspected air in the device header. The patient was stable and being monitored.